Event description:
It was reported that a dell handheld computer would freeze upon interrogation. Pulling and re-inserting the flashcard was reported as able to resolve the event. The handheld computer and flashcard were received and an analysis was performed. The reported events could not be duplicated in the "as-received" condition. The flashcard and software performed according to specifications. It has been identified that under certain conditions, the handheld computer can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported complaint was verified.